Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The device had physical damage consistent with being dropped. The device's lcd display screen was replaced to address the issue.

Event description:
The manufacturer received info alleging a ventilator's display screen was defective. There was no harm or injury reported.